Manufacturer narrative:
Concomitant medical products: (B)(4) stent graft, implanted: (B)(6) 2004; (B)(4) stent graft, implanted: (B)(6) 2004; (B)(4) stent graft, implanted: (B)(6) 2004; (B)(4) stent graft, implanted: (B)(6) 2004. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high and increasing thresholds over the past month and half post implant. A lead revision was performed; the lead was repositioned in various locations but continued to exhibit high thresholds. The lead was explanted and a new rv lead was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The outer insulation of the lead was extrinsically breached due to a cut. There was blood on the proximal conductor of the lead and it was not obstructed. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.